Event description:
It was reported that (1) device was used during a diagnostic laparoscopic procedure. It was reported by the rep that the surgeon was using the mcl20 multiple clip applier to clip vessels. While attempting to use the clip applier, it was advancing "multiple clips" upon firing. Another mcl20 was opened and the case was completed without further incidence. There was no surgical compromises made due to the misfiring of the 1st mcl20. There was no consequence to the pt.